Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) and noise due to myopotentials were observed on the device. Additionally, episodes of pacemaker mediated tachycardia (pmt) and automatic mode switch (ams) were noted. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed at this time. The patient is stable with no consequences.

Event description:
Additionally fusion was observed on the device.